Event description:
It was reported that an unspecified foreign matter was observed in a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use, in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites:(B)(4) healthcare ¿(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: the correct lot# is 60362385, previously submitted as asku. H4: device manufactured on april 20, 2022- april 22, 2022. H10: the device was received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. After the fill port cap was removed, no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.